Event description:
The customer reported that the system was having problems with the display on the system. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the connection and dc power. The system operates as indicated.